Event description:
It was reported that needle 25ga 1in leaked. The following information was provided by the initial reporter: " according to the customer's report, leakage was observed from around the center area of needle (between the tip and the connection site). "

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/29/2021. H.6. Investigation: a device history record review was completed for provided lot number 200911. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, an unpackaged needle was returned for evaluation by our quality engineer team. The needle was assembled with a bd emerald 2ml syringe. The assembly process followed regular practices and the hub with positioned onto the syringe tip with a slightly rotational movement. There was no difficulty in fixing the needle onto the syringe and no signs of leakage could be observed. As no abnormalities were found during the manufacturing process and no defects were identified with the returned sample, a definitive cause related to the needle manufacturing process could not be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 25ga 1in leaked. The following information was provided by the initial reporter: according to the customer's report, leakage was observed from around the center area of needle (between the tip and the connection site).